Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm portico transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system (ds). During the procedure it was noted that the valve moved ventricularly while deploying, requiring re-positioning. While attempting to re-sheath the device, the second operator turned the micro adjustment wheel with excessive force after reaching the end of the wheel causing the proximal end of the ds, where the integrated sheath and handle meet, to split open. There were no issues noted while retracting the valve. The valve and delivery system were both removed and replaced with a new 29mm portico transcatheter aortic valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of fracture of flexnav was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Reportedly, during the procedure, it was noted that the valve moved ventricularly while deploying, requiring re-positioning. While attempting to re-sheath the device, the second operator turned the micro adjustment wheel with excessive force after reaching the end of the wheel causing the proximal end of the ds to split open (fracture). Additionally, the photo was received from the account and it showed that the flexnav was broken. Based on the information received, the cause of the reported fracture was due to procedural condition (excessive force cause the flexnav to fracture/broken). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.